Manufacturer narrative:
No product has been returned for investigation nor have radiographs been provided to confirm the event. Nuvasive representative was notified patient requested the explanted screws and no product will be returned for investigation. Labeling review: "...contraindications include but are not limited to:... Patients with inadequate bone stock or quality..." "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. " "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. ..." "Post-operative warnings damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product return for investigation.

Event description:
On (B)(6) 2017, a patient underwent a surgical procedure on vertebral levels t10-s1. Two week post-op during a follow up appointment it was discovered that the patient experienced a fracture of the left screw placed at the s1 level of her construct as well as rod slippage on the right side of the construct. On (B)(6) 2017, a revision surgery occurred and pelvic fixation was added.

Manufacturer narrative:
Received a photographic image of x-rays, as per medical review alleged event could not be confirmed.